Manufacturer narrative:
The insulin pump was programmed for two days and no blank display was noted. All of the operating currents were within specification and no battery alarm was noted. The insulin pump passed the self test. No damage was noted to the display isolation tape. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer received an off no power alarm, without a low battery warning. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).